Event description:
The account alleged the bed will not lower. He said it attempts to, but then it goes back up. He has replaced the logic and high voltage boards and has tried another footboard. He has also disconnected the siderails.

Manufacturer narrative:
Technical support recommended unplugging p19 and p10 and run the hi/low from the footboard. If it runs, replace the test port. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.